Event description:
Boston scientific crm received information that the patient presented to the clinic with noise on the right ventricular (rv) lead; the noise was able to be reproduced. The noise was oversensed which lead to pacing inhibition with asystole greater than two seconds. There were also greater than 25 ventricular tachycardia (vt) episodes stored inappropriately due to the noise. However, rv lead impedance measurements were stable even when measured while noise was occurring. It was also noted that the rv pace threshold measurement had increased to 2 volts from 1.8 volts. The patient was asymptomatic with the pacing inhibition. Boston scientific technical services (ts) was consulted and suggested a revision procedure. Subsequently the device was explanted and the rv lead remained implanted with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.